Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the condition was no longer seen. The device was put through extensive testing including bench handling and power cycling using a known good test battery and ac without duplicating a fault to the device. The dock connector and monitor board were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.